Event description:
A us distributor reported that a patient was experiencing check therapy electrode and adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages, check therapy pad messages) has been confirmed. Upon investigation, the belt had non-functional ecgs. The root cause for the failure was the electrode belt wires in the ECG c and d cable were broken at the connector area. The root cause for broken wires could not be positively identified. There was no adverse event that resulted from the damaged belt.